Manufacturer narrative:
The post-jada surgical interventions were necessary due to the patient's pph and significant clot. While jada functioned as intended, there was continued blood loss and the decision was made to escalate to a uae. As we are unable to rule out the use of jada in contributing to the need to escalate care to an uae, we are reporting this as an MDR in an abundance of caution. The submission of this report is not an admission that the device caused or contributed to the reported event.

Event description:
The patient presented for an elective scheduled cesarean section on (B)(6) 2021. The patient had at least one previous vaginal delivery and opted for an elective c-section due to a previous laceration. Following the patient's c-section, it was noted that she had increased bleeding after one hour. The provider reported that they used their usual uterotonics at that time and noted the patient was 3 cm dilated. A manual sweep was performed to attempt to clear the uterus, a foley was inserted, and then jada inserted. The ebl prior to jada insertion was 1100 ml. The device inserted easily and the fundus firmed up after hooking up to suction. They used 120 ml of fluid in the cervical seal for jada and there were no signs of leakage and it appeared sealed and functioning well. Blood collection started immediately upon insertion of the jada with 200 ml collected in the canister. The blood flow into the cannister was still steady and concerning with an additional 120 ml after the initial insertion collection. It was noted on exam that the patient's fundus was firm but possible lower uterine segment atony was also noted. An ultrasound was performed, and a significant clot was noted above the jada loop. Clots were removed, bakri then placed, and the patient taken to interventional radiology for uterine artery embolization. The patient had no sign of accreta or retained products. The provider believed the clot may have been in place prior to jada insertion.